Manufacturer narrative:
(B)(6). (B)(4). Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
Pre-op diagnosis: degeneration of lumbar intervertebral disc it was reported by sales rep that , intra-op, the doctor found the product's head part slipped. The surgeon had to replace it with a new one to complete the surgery. The product was not used in the patient. No patient complications were reported as a result of this event.